Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker battery longevity went from nine months to five months in just two months. Boston scientific technical services (ts) reviewed and noted that the device power consumption went down. Ts explained that small changes can impact the longevity in a more noticeable way due to less time to account for it. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker battery longevity went from nine months to five months in just two months. Boston scientific technical services (ts) reviewed and noted that the device power consumption went down. Ts explained that small changes can impact the longevity in a more noticeable way due to less time to account for it. This device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted for normal battery depletion (nbd). Hence, this event is deemed nonreportable